Manufacturer narrative:
Concomitant medical products: unknown parietex product(50616) this information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an inguinal and umbilical hernia. It was reported that after implant, the patient experienced inflammation, intraperitoneal scar tissues, foreign body giant cell reaction, (B)(6) infection, abscess, draining wound, open wound, adhesions, necrosis, and fistulous tracts. The patient underwent debridement of wound and irrigation of wound during surgery, removal of necrotic material, excision of fistulous tracts, debridement and irrigation of wound, placement of suction drain, antibiotics, excise of infected mesh, and hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had a revision surgery approximately 1 month post op. The patient had a second revision surgery approximately 7 months post op. The patient had a (B)(6) infection and an attempted mesh removal. The mesh was quite adherent therefore mesh was left in place and abdomen was irrigated and debrided.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an inguinal and umbilical hernia. The patient experienced hernia repair, inflammation, intraperitoneal scar tissues, foreign body giant cell reaction, debridement, irrigation of wound, (B)(6) infection, and abscess. The patient underwent debridement of wound and irrigation of wound during surgery, placement of suction drain, excise of infected mesh, and hernia repair.